Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient presented for a refill and alarms had occurred starting in april for motor stalls with significant time to recovery, about 12-14 hours. Additionally, 36 ml was removed and 4.6 ml was expected. There were no known patient, environmental, or external factors that may have led or contributed to the issue. A pump replacement was scheduled for (B)(6) 2018 and the event was not resolved. The patient was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Analysis found corrosion and-or wear and-or lubrication as well as stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-jul-2018 that reported the type of baclofen the pump was delivering was gablofen 2000mcg/at 500mcg/day. The message on the programmer said ¿loss of therapy pump stopped for 1092 hours <(>&<)> 15 minutes¿. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the surgeon was able to aspirate the catheter and was able to get drug/csf (cerebral spinal fluid). The pump was replaced on -(B)(6) 2018. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.